Manufacturer narrative:
On (B)(6) 2026, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the escalation analysis a sensor replacement was approved, and the device was requested for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. Per dms data, the user stopped using the system on (B)(6) 2026. A review of the in vivo sensor data revealed optical instability across all four channels, which likely contributed to observed inaccuracies. This could not be further evaluated without the physical device returned. The root cause for the observed optical instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a sensor replacement as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 04 apr 2026, senseonics was made aware of an incident where the user reported sensor readings were different from their blood glucometer measurements. Based on the escalation analysis, sensor replacement was deemed necessary and the device was requested for further evaluation.